Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, no sound was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation observed no audio and utilized a known good rear case and audio was functioning properly. The cause of the condition was determined to be an failed rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.